Event description:
A surgeon reported that a memory lens iol was explanted & exchanged due to opacification. Request has been made for additional information, however no further information has been provided.